Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with intertrochanteric femoral fracture was being treated with an lcp distal humerus plate. After the doctor attached the centering sleeve, the doctor tightened the blade with a driver. The doctor then inserted the dhs blade and noted that the connecting screw was broken after the handle was removed. No further information was provided.